Manufacturer narrative:
Customer returned, pump for an alleged basal delivery anomaly. Possible under delivery anomaly, high bgs/low bgs, pump error 63 alarm. And was hospitalized, due to pneumonia (not diabetes related) found on 06-may-2024. On case (B)(4), svn#: (B)(6), customer returned pump for an alleged, no delivery alarm/insulin flow blocked alarm and high bgs found on 14-apr-2024. On case (B)(4), svn#: (B)(6), customer returned pump for an alleged, high bgs found on 04-feb-2024. On case (B)(4), (B)(6), customer returned pump for an alleged, high bgs found on 20-dec-2023. On case (B)(4) svn#: (B)(6), customer returned pump for an alleged, high bgs found on 22-jan-2023. On case (B)(4), svn#: (B)(6), customer returned pump for an alleged, battery cap contact missing/damaged found on 08-sep-2022. On case (B)(4), svn#: (B)(6), customer returned pump for an alleged, battery cap cracked/damaged found on 14-jun-2021. On case (B)(4), svn#: (B)(6), customer returned pump for an alleged, high bgs found on 20-jan-2020. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, pump error 63 alarm, during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 11/04/2023 to 02/22/2024 and 04/02/2024 to 06/12/2024. There was no data available to verify, unexpected alarms/suspends and bolus/basal delivery for the event dates of 20-jan-2020, 14-jun-2021, 08-sep-2022 and 22-jan-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates of 20-jan-2020, 14-jun-2021, 08-sep-2022 and 22-jan-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 14-apr-2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 14-apr-2024 listed on smartsolve. Daily total collection start time = 04/14/2024 00:00:00.000; daily total of all insulin delivered = 33.65; daily total of basal insulin delivered = 13.15; daily total of bolus insulin delivered = 20.5. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 04/14/2024, 10:57:24.000 ,alarm alert notification fault number = no delivery (7), during bolus delivery. There were no other unexpected pump errors/alarms noted, 1 week prior to the event date 04/14/2024, in the formatted history file. In further full review of the pump history/traces on the event date of 04-feb-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 04-feb-2024, listed on smartsolve. Daily total of all insulin delivered = 46.95; daily total of basal insulin delivered = 17.15; daily total of bolus insulin delivered = 29.8. There were no other unexpected pump errors/alarms noted, 1 week prior to the event date 04-feb-2024, in the formatted history file. In further full review of the pump history/traces on the event date of 20-dec-2023. There is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 20-dec-2023, listed on smartsolve. Insert battery alarm was recorded and found in the formatted history file on: 12/20/2023, 20:01:00.000. Power loss alarm was recorded and found in the formatted history file on: 12/20/2023, 20:02:49.000; 12/20/2023, 20:03:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: 12/20/2023, 20:01:21.000. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were insert battery alarm was expected, since the battery was removed from the pump. Earliest power data availabl,e per the power management tool/detail trace file is on 23-may-2024 at 4:07:00 am. There was no power data available for the event date of 20-dec-2023. Unable to check power data for power loss alarm and pump error 23 alarm. No unexpected power loss alarm and pump error 23 alarm noted, during testing. In further full review of the pump history/traces on the (primary) event date of 06-may-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 06-may-2024, listed on smartsolve. Daily total collection start time = 05/06/2024, 00:00:00.000: daily total of all insulin delivered = 29.05; daily total of basal insulin delivered = 15.45; daily total of bolusin sulin delivered = 13.6. 05/06/2024, 07:18:16.000, normal bolus delivered: bolus programming method = bolus wizard; normal bolus amount programmed = 4.1; bolus amount delivered = 4.1. 05/06/2024, 09:46:16.000, normal bolus delivered: system time = 05/06/2024 09:46:16.000; bolus programming method = manual bolus; normal bolus amount programmed = 2.5; bolus amount delivered = 2.5. 05/06/2024, 12:30:38.000, normal bolus delivered: system time = 05/06/2024 12:30:38.000; bolus programming method = bolus wizard; normal bolus amount programmed = 3.65; bolus amount delivered = 3.65. 05/06/2024, 20:20:28.000, normal bolus delivered: system time = 05/06/2024, 20:20:28.000; bolus programming method = bolus wizard; normal bolus amount programmed = 3.35; bolus amount delivered = 3.35. The pump was programmed with multiple bolus deliveries. And all bolus delivered properly their indicated, amounts (at quick bolus speed) and were properly recorded in the daily history. Then the pump was programmed with basal rates programmed of 1.0u. The pump was monitored for several days. And all basal rates registered properly in the pump history summary noted. No bolus delivery anomaly/basal delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted, 1 week prior to the (primary) event date 06-may-2024, in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 05/03/2024, 11:32:24.000, alarm alert notification fault number = no delivery (7) during prime. No unexpected occlusions or insulin flow blocked alarm noted, during testing. Pump error 63 alarm (variable info = 03), during self test was recorded and found in the formatted history file on: 06/11/2024, 09:54:45.000. The keypad overlay was removed to perform visual inspection. And found a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test. The pump passed, the self test. No unexpected pump error 63 alarm noted, when using the test case. Pump error 63 alarm (variable info = 03), during self test was confirmed, due to a broken trace on u1 keypad assembly. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received, with the original battery cap. No battery cap cracked/damaged and battery cap contact missing/damaged noted, during visual inspection. The pump was received, without a battery installed. The p-cap locks properly into the reservoir compartment. However, a cracked retainer was noted, during testing. The following were noted, during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Retainer ring damage (a cracked retainer) was confirmed. Customer alleged, for battery cap cracked/damaged and battery cap contact missing/damaged were not confirmed. Unable to verify, customer alleged for high bgs/low bgs. Customer alleged, for basal delivery anomaly, no delivery alarm/insulin flow blocked alarm and possible under delivery anomaly were not confirmed. The pump passed, all the required functional testing except self test. Pump error 63 alarm (variable info = 03), during self test was confirmed, due to a broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pneumonia, hypoglycemia. Hyperglycemia treated with an insulin pump (subcutaneous insulin infusion) and hospitalization: overnight stay. The customer reported, the following led up to the event was nothing in particular. It happens at various times of the day. Document treatment for high blood glucose bolus with pump. The event involved product(s) mmt-1780kpk, mmt-399a, mmt-332a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported, high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported, low blood glucose. The customer received, a hardware low-level failure (pump error 63). Troubleshooting was performed. The customer was able to clear the error and complete the rewind if requested. A low reservoir warning was set for 20u by the customer. No further patient complications were reported. Mmt-1780kpk was requested and the customer response was the device will be returned. No product return was required for mmt-399a, no product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.